Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided d4: unique identifier (UDI) number: not available.

Event description:
The doctor reports that the dental implant located in dental position number 21 failed due to the fact that the implant¿s drive feature is damaged. The patient presented with the prosthesis in hand. The doctor reports in the per that the procedure was not concluded by placing another implant.